Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood alcohol determinations sodium fluoride: potassium oxalate tubes broke after use. The specimens were placed in the freezer, varying "from several days to weeks", and the glass broke during the thawing process. 1 tube broke on 02/20/2020, with 4 other tubes breaking on an unknown date. The following information was provided by the initial reporter: "received call from customer whom stated they are experiencing glass breakage. This is occurring after specimen collection. Customer is placing specimen in freezer which varies from several days to weeks. Glass is breaking during thawing process. No exposure to blood, no serious injury, no erroneous results, no course of treatment change and no needle stick. Possible safety issue as glass shards were exposed but confirmed no injuries. Date of occurrence is today 02/20/2020 with one occurrence and an unknown date for 4 occurrences." "Spoke with the customer, and referred her to the statement in the IFU under precautions that glass tube may break at or below 0c. She had the IFU and knew exactly where the statement was, but her group thought the breakage was unique to this lot#. I explained that all glass tubes may break at or below 0c."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® blood alcohol determinations sodium fluoride: potassium oxalate tubes broke after use. The specimens were placed in the freezer, varying "from several days to weeks", and the glass broke during the thawing process. 1 tube broke on (B)(6) 2020, with 4 other tubes breaking on an unknown date. The following information was provided by the initial reporter: "received call from customer whom stated they are experiencing glass breakage. This is occurring after specimen collection. Customer is placing specimen in freezer which varies from several days to weeks. Glass is breaking during thawing process. No exposure to blood, no serious injury, no erroneous results, no course of treatment change and no needle stick. Possible safety issue as glass shards were exposed but confirmed no injuries. Date of occurrence is today (B)(6) 2020 with one occurrence and an unknown date for 4 occurrences." "Spoke with the customer, and referred her to the statement in the IFU under precautions that glass tube may break at or below 0c. She had the IFU and knew exactly where the statement was, but her group thought the breakage was unique to this lot#. I explained that all glass tubes may break at or below 0c."